Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported performance pull off suture needle. It was received for analysis an empty opened labeled winding former and two detached needles of product code (B)(4), lot mgj621. This product code is double armed. During the visual inspection of detached needles, the swage and attachment area were noted to be as expected and marks could be observed on the body of the needles that appear to be by use of a surgical instrument. No suture remnant was observed into the barrel holes and the suture was not received to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture deswaged during routine use. There were no adverse patient consequences reported.